Event description:
It was reported that the pt passed away from unk cause. The autopsy report was subsequently rec'd and indicated that the cause of death was "diabetic ketoacidosis, with myocardial ischemia as contributory condition".

Manufacturer narrative:
The autopsy report listed the manner of death as "natural". The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.